Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 303 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also using auto mode feature on insulin pump. The customer was treated by intra venous drip. Based on report customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.